Manufacturer narrative:
Block b3: approximated, based on the date. The manufacturer became aware of the event.

Event description:
It was reported, that the patients lead had migrated. And was confirmed, via x-ray. The patient underwent a lead replacement procedure. The explanted lead was discarded, per hospital policy.